Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-oct-2018 with the following findings: the pump was returned with a cracked battery compartment. The battery cap had stripped threads. A test cap was able to secure to the pump and maintain an electrical connection. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 410 mg/dl with polyuria. The patient was reportedly taken to the emergency department for treatment of insulin via injection; the reporter stated the patient was unable to give themselves insulin to lower their blood glucose. The reporter alleged the pump¿s battery compartment was cracked and the pump had no power. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a damaged pump with loss of power.